Event description:
It was reported that during routine device replacement, the device was taken out of the pocket and its helixes were going to be loosened using the re-sterilized torque wrench. The helix for the atrial lead could be loosened without any issue but not for the ventricular lead as its thread was tipped and therefore could not catch the wrench to be untightened. The new service kit was used yet the helix could not be loosened either but only the wrench was rotated without being properly fit with the thread of the helix. In order to see if the helix was properly set, the grommet was taken off and the wrench was rotated. However, the wrench was not caught by the thread of the helix and did not untighten the helix. The re-sterilized wrenches of other manufacturers, which belonged to the hospital, were used. The helix was loosened and the lead was finally pulled off. The lead had no issue and therefore was connected to the new device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).